Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via event logs). The table top illuminator was replaced. The system was tested and found to meet product specifications. The system was manufactured on july 24, 2012. Based on qa assessment, the product met specifications at the time of release. The table top illuminator and lamp were received for evaluation. A visual assessment of the returned samples did not find any obvious visual nonconformity. The returned lamp was installed into the returned table top illuminator which was then installed into a known good system. There were no system messages generated upon boot-up. The sample was then tested for functionality using a light meter and found to meet alcon specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the lamp module of the system was low and flickering prior to a surgical procedure. There was no patient involvement.